Event description:
Received user facility report stating: "primary tubing was in alaris pump, continued to beep and discovered soft tubing inside pump had bubble. Reason for use: infuse normal saline." There was no report of patient harm; medical intervention was not required. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received for investigation. A follow up report will be submitted with evaluation results should the product be received.